Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment of a display calibration issue. Analysis also revealed missing hinge plate screws, the printer drawer was damaged, and hinge plate screws were missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer stylus was several inches off calibration on the display, this resulted in an inability to recalibrate the display. A different stylus was used and the issue persisted. The programmer was returned for service, repair, and calibration. There was no patient involvement.